Manufacturer narrative:
The lot number for the device is unknown. Therefore, a review of the device history records could not be performed. The filter remains implanted. Therefore, a sample evaluation could not be performed. The investigation is currently underway.

Event description:
It was reported that approximately one month post ivc filter implant, during a scheduled retrieval, imaging demonstrated that the ivc filter was tilted approximately 45 degrees. In addition, it was observed that two filter legs were outside the contrast column by approximately one centimeter and another filter leg had detached and was located just distal to the filter. An attempt to retrieve the ivc filter and detached limb was performed using a recovery cone and snare, however, proved unsuccessful. The pt was sent to another facility in order to have another retrieval attempt performed. The pt is currently asymptomatic.